Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system did not start up, it was stuck at 00:00. Review of the log file shows host-pc could not connect to the flexvision-pc confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system logfile and found issue with the flexvision pc. To resolve the issue, fse replaced the flex vision pc and hard disk and reloaded the software. The defective parts were returned for analysis, for flexvision pc, no malfunction was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.